Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope of a known issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported air intake at the back of the t connection by the yellow silicone hat, when flushing the catheter before placement on patient. Event occurred before use. The yellow hat and wire is contaminated with blood, no medication given in it other then saline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported air intake at the back of the t connection by the yellow silicone hat, when flushing the catheter before placement on patient. Event occurred before use. The yellow hat and wire is contaminated with blood, no medication given in it other then saline.